Event description:
A (B)(4) male pt contacted zoll lifecor customer support to report that she is getting a service code 204. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the service code 204 was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.